Event description:
A patient reported that they think they have a bad tooth evolving, it would be the second one from the back on the bottom left and another crown is what they are thinking. The patient stated that they are going to the dentist on the 9th, if it's another goner, then they are wanting to do away with the straightening program and have all their teeth pulled. The patient said that they are very tired of dealing with these teeth after all these years. Not sure if the tooth is bad or not, but since this second set, most of their teeth are killing them, the discomfort is so bad the patient can't sleep.

Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.